Event description:
It was reported that an external fluid leak was observed from the blood port connector of a prismaflex st150 set during the process of priming. There was no patient involvement. No additional information available.

Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the return line to the screwed connector was cut inside the connector, which allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was determined to be related to transportation conditions, specifically mechanical shock combined with low temperature exposure. Nonconformance and corrective action preventative action records were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.